Event description:
It was reported that the customer was experiencing issues with the touchscreen. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available a follow up report will be submitted.